Manufacturer narrative:
The device was evaluated as pm408r. Initial report was submitted for pm438r with additional components referenced (pm450r and pm973r). When these three components are assembled the item number is pm408r. Pm450r-functions as intended. Pm973r-functions as intended. The instrument was analyzed by microscope. The ceramic insert of the device was found to be broken. Several times, the fragments were not received for evaluation. The points of the breakage exhibit no unusual structural conditions. No pores, inclusions, or foreign bodies could be found. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related. This type of instrument is designed for delicate use only. This is stated in the IFU. Also noted in the IFU is cautionary statement regarding inspection prior to each use. The breakage of the device maybe the result of overload during or by being dropped. The current failure rate is within the risk analysis and therefore acceptable. Correction: indicates exemption for b. Braun should be for aag. Additional information: lot number, device manufacture date.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative customer stated ceramic-broken and a piece of the insert (ceramic) is missing (during surgery or after not sure). This device product # pm438r_jaw ins.bip.maryland diss.fen.5/310mm is associated with_ product pm450_handle for bipolar instruments_product pm973r_insulated outer tube 5/5mm 310mm.